Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the device alarmed "no disposable, pump won't run." The reservoir volume was 45.1ml, rate was 2.2ml/hr, and 54.9ml was given. There was no air in line. There was also no patient, or clinician injury associated with these occurrences. No further details provided at this time.